Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse cared for the skin irritation. Follow up indicated that the skin irritation improved.